Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose value was unknown. Customer reported insulin pump has rejected new battery and shoots or squirts insulin out of infusion set when priming also reported buttons have to be pressed multiple times for it to respond. Customer reported battery life has diminished and had scratches on the screen. Customer declined troubleshooting. The devices will not be returned for analysis.